Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had a procedure related infection at both the incision sites. Symptoms were swelling, redness and drainage. Intravenous antibiotics were prescribed. The patient underwent an explant procedure.